Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient was revised due to neck fracture. The patient was walking, he felt a pop and experienced excruciating pain in his right hip. X-rays showed that the profemur® titanium modular long neck of his total hip had fractured.